Event description:
It was reported patient underwent a femoral fracture fixation procedure on (B)(6) 2015. During the procedure, the surgeon attempted to implant the superior cervical screw but was unsuccessful as it did not match the guide. A cortical oblique screw was utilized to complete the procedure. It was further noted the drill bit was fractured. A three hour delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01314 / 01315).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life.